Manufacturer narrative:
The customer resolved the issue by placing the ise reference tubing back in the bottle and priming fluidics. There have been no other issues of the same nature at the customer site within the past 12 months. No abnormal trends were identified with the affected tubing set in reference to other complaints of ise voltage alarms accompanied with erroneous patient results.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they suddenly received ise voltage errors for ise indirect na, k, ci for gen.2 (sodium, potassium, and chloride) on the cobas 8000 ise module (c8kise) on (B)(6) 2017. The customer performed multiple cycles of ise checks on the analyzer, but noticed that the same errors were occurring. The customer was instructed to run cleaning maintenance on the analyzer. The customer later called back and stated that they were still receiving errors when performing ise checks. The customer checked an unspecified number of patient samples and found that two had erroneous sodium, potassium, and chloride results that were reported outside of the laboratory. The samples were repeated on a different analyzer and the repeat results were believed to be correct. All other patient samples were checked and were ok. The first sample initially resulted with a sodium value of 167 mmol/l and this repeated as 146 mmol/l. The initial potassium value was 5.3 mmol/l and this repeated as 4.6 mmol/l. The initial chloride value was 92 mmol/l and this repeated as 108 mmol/l. The second sample, from a (B)(6) male patient weighing (B)(6), initially resulted with a sodium value of 162 mmol/l with a repeat of 140 mmol/l. The initial potassium value was 4.5 mmol/l and this repeated as 3.9 mmol/l. No adverse events were alleged to have occurred with the patients. The sodium, potassium, and chloride electrode lot numbers and expiration dates were asked for, but not provided. The customer determined the issue to be caused by a filter that had lifted inside a system reagent bottle. The customer declined a service visit.